Event description:
Info was rec'd from an international distributor that their customer reported the ventilator went vent inop and alarmed while in use on a pt. The customer reported there was no pt harm, vent inop. When in use, will stop providing ventilatory support to the pt. The international distributor's svc tech reported he was unable to duplicate the reported problem. The svc tech reported the unit's blower had been replaced recently, before the reported vent inop condition began to occur. The svc tech replaced the blower as a precaution. The svc tech reported the ventilator has been operating to specs.